Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient expiring during treatment. However, there is no documentation in the complaint file that shows a causal relationship. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There were no alarms or issues reported prior to the patient death. The product investigation conducted a product history review and found no non-conformances and/or any associated rework completed for this liberty select cycler. In addition, the device passed the final qc testing prior to release. The device has not been returned to date. The patient¿s cause of death was suspected cardiac arrest although not confirmed. Dialysis patients are at high risk of death with the major cause being attributed to sudden cardiac death (scd) with up to 25% of all deaths in this high-risk population being attributed to scd. Based on the available information the liberty select cycler can be excluded as the cause of the patient¿s death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away while connected to their cycler. The peritoneal dialysis registered nurse (pdrn) reported that the cause of death could have been cardiac arrest and that they were not aware of any other health issues for the patient. Additional information was requested but to date, has not been provided.